Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation: uterus / expulsion'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('miscarriage/stillbirth') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pregnancy with contraceptive device and abortion spontaneous outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and metrorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), migration, perforation: uterus. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: previously reported event "breakage" deleted. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation: uterus / expulsion') and abortion spontaneous ('miscarriage/stillbirth') in an adult female patient who had essure (batch no. 922605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pregnancy with contraceptive device and abortion spontaneous outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and metrorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), migration, perforation: uterus. Six coils were seen in the uterine cavity on the left side. Discrepancy noted:(B)(6) 2012- (as per mr discrepancy noted), (B)(6) 2017- (as per mr discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: pfs received. Reporter's information added. Lot no. Added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation: uterus / expulsion') and abortion spontaneous ('miscarriage/stillbirth') in an adult female patient who had essure (batch no. 922605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pregnancy with contraceptive device and abortion spontaneous outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and metrorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), migration, perforation: uterus. Six coils were seen in the uterine cavity on the left side discrepancy noted: (B)(6) 2012- (as per mr discrepancy noted), (B)(6) 2017- (as per mr discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 922605, manufacturing date: 2011-11, expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation: uterus / expulsion'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('miscarriage/stillbirth') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pregnancy with contraceptive device and abortion spontaneous outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and metrorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), migration, perforation: uterus. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-oct-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation: uterus / expulsion'), device breakage ('breakage'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('miscarriage/stillbirth') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device and abortion spontaneous outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and metrorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), migration, perforation: uterus. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: previously reported event "injury" was updated to "dysmenorrhea (cramping)", events - "dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), breakage/ expulsion, pregnancy: stillbirth/miscarriage, migration, perforation: uterus" lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.